Manufacturer narrative:
(B)(4).

Event description:
A critically ill patient was undergoing crrt on a prismaflex and prismaflex m150 set. During treatment the return line to the filter became disconnected. The patient had an estimated blood loss of 275-300 ml when the blood from the extracorporeal circuit was not returned. The patient's blood pressure dropped and an additional vasopressor was administered.